Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer stated that they will replace the main printed circuit board of this unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault while on a patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.